Manufacturer narrative:
Technical services evaluated the returned device and confirmed the issue of image flicker. The monitor was cleaned and returned. The blade was scrapped.additional part used: gs avl/gvm monitor.catalog: 0570-0338.sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor with video baton 3-4, the monitor was displaying flickering images while at 90% battery and shutting off on its own. No delay in the procedure was reported. It was unknown if use of a back-up device was needed to complete the procedure. No harm to patient or user was reported.